Manufacturer narrative:
Initial reporter name: (B)(6) hospital- (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they continue to have issues with foley catheter leaking. It appears to be the same lot (lot# ngkx0344). Unfortunately, they do not have any actual product to send back for evaluation, and the issue appears to be isolated to their ICU. If we need any clinical feedback they asked to connect with (B)(6). They do not have a consistent lot number. They also asked, has the design changed or the size of the holes in the tip. They are having difficulty finding a consistent trend of product but noting this across several lot numbers.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion - insert urinary catheters using aseptic technique and sterile equipment. - use the smallest foley catheter possible, consistent with good drainage. Maintain a closed drainage system by utilizing preconnected, sealed catheter tubing junctions. - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. - keep the collection bag below the level of the bladder or hips at all times. - empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were some product failures with foley trays recently. Foley catheters were leaking. Per additional information received on 13jan2026, it was reported that they continue to have issues with foley catheter leaking. It appears to be the same lot (lot ngkx0344). Unfortunately, they do not have any actual product to send back for evaluation, and the issue appears to be isolated to their ICU. If we need any clinical feedback they asked to connect with linda young. They do not have a consistent lot number. They also asked, has the design changed or the size of the holes in the tip. They are having difficulty finding a consistent trend of product but noting this across several lot numbers.